Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, b5, g3, g6, h2, h6 (impact code, type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Engineering evaluation summary: based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Per technical summary 33069, rev a, structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. Per doc-0101337, rev p, section 6.3.7, devices implanted 5 years or greater with calcification, dehiscence, leaflet tears, thickened leaflet, pannus, or structural valve deterioration (stenosis, regurgitation) reported as the complaint do not require an engineering evaluation. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Per doc-0101337, rev p, and doc-0076862, rev o, a CAPA/scar/pra is not required, as there are no confirmed product or labeling non-conformances and no other triggers are met. The most likely cause is patient factors, including patient age at time of implant. H11: corrective data: the information previously submitted under medwatch# 49422 was in err. Patient did not receive a thv transcatheter valve but was sent for re-op evaluation. There is no planned treatment at this time. Based on the additional information obtained, this correction is being submitted.

Event description:
It was reported and learned through investigation that a 21mm 3300tfx aortic valve placed in the pulmonary position was sent for re-op evaluation after an implant duration of 6 years, 9 months due to severe pulmonic stenosis and moderate pulmonic insufficiency. Pvr has not been scheduled.

Event description:
It was reported and learned through investigation that a 21mm 3300tfx aortic valve placed in the pulmonary position was disabled via valve in valve procedure after an implant duration of 7 years, 1 month due to severe pulmonic stenosis and severe regurgitation. Tpvr was completed with a 23m 9600tfx transcatheter valve without complications and patient was discharged to pacu with expected discharge on pod# 1.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: h6 (impact code and type of investigation).

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, g3, g6, h2, h6 (investigation conclusions). It was reported and learned through investigation that a 21mm 3300tfx aortic valve placed in the pulmonary position was disabled via valve in valve procedure after an implant duration of 7 years, 1 month due to severe pulmonic stenosis and severe regurgitation. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Per technical summary 33069, rev a, structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. Per doc-0101337, rev p, section 6.3.7, devices implanted 5 years or greater with calcification, dehiscence, leaflet tears, thickened leaflet, pannus, or structural valve deterioration (stenosis, regurgitation) reported as the complaint do not require an engineering evaluation. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Per doc-0101337, rev p, and doc-0076862, rev o, a CAPA/scar/pra is not required, as there are no confirmed product or labeling non-conformances and no other triggers are met. The most likely cause is patient factors, including patient age at time of implant. All pertinent information available to edwards lifesciences has been submitted.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 21mm 3300tfx aortic valve placed in the pulmonary position was disabled via valve in valve procedure after an implant duration of 6 years, 9 months due to severe pulmonic stenosis and moderate pulmonic insufficiency. Tpvr was completed with an edwards transcatheter valve and patient was in stable condition at the end of the procedure.